Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n305414, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported it was difficult to charge, as the ins was tilted. The ins could not be repositioned. There was a loss of therapy in the form of migraines, the onset of which was sudden in nature following the fall. It was determined that the lead moved due to the fall. The hcp attempted to implant a trial lead, however, this did not go well and the patient almost had a stroke. It was clarified that the patient only experienced one fall, occurring on (B)(6) 2012. The patient stated she would like to turn therapy back on. The indication for therapy was non-malignant pain and cervical radiculopathy. If additional information is received, a follow up report will be sent.